Manufacturer narrative:
Only the lens case lid was returned. The lens was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens cartridge was indicated. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The IFU (instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol has cracked. The iol was implanted and removed during the initial procedure. Additional information has been requested.

Event description:
Additional information has been received and stated that, a small linear line seen on implant immediately after implantation of iol. After routine insertion of iol, there was no resistance or unusual detection of any abnormalities during the insertion, the iol was noted to have a linear mark on the posterior side of the iol off the central axis.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.5., b.6., d.6.a., d.10., e.4., h.3., h.6., and h.10 a qualified associated products were indicated. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).